Event description:
It was reported that the patient's blood glucose level reached 14 mmol/l (252 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was observed to be stretched and did not measure the correct full length according to specification, measuring 1.697 inches. When and how this damage occurred could not be determined. It could not conclusively be determined if this damage contributed to the reported dislodge. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Inspection of the formed needle found no damages or deficiencies that would cause skin irritation at the infusion site. It could not conclusively be determined if the damage to the soft cannula caused the skin irritation at the infusion site. The exact cause of the reported skin irritation could not be determined.